Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was giving her a power error detected alarm every couple of hours. Troubleshooting was performed. The customer stated they had previously cleared the alarm. The insulin pump was stating that they needed a new reservoir and to fill the tubing. The customer's blood glucose level was unknown. They were advised to remove the battery and monitor the notification light. The notification light did not stop flashing immediately. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.